Manufacturer narrative:
The drill was returned to the manufacturer for an unrelated issue and upon evaluation, an air leak was discovered in the area where the pneumatic hose connects to the drill assembly. The hose assembly and angled swivel connector were replaced, and additional preventative maintenance was also performed. The drill was returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer, an air leak was discovered in the hose portion of the pneumatic drill. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.